Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with 70% stenosis. The 10.0x100mm absolute pro .035 self-expanding stent system (sess) did not open up upon deployment. The thumbwheel was noted to be stuck after the stent did not open after complete deployment. The stent then migrated and the patient had to be opened up to remove the stent by cut down surgery. A covered stent was then used after the stent was removed and completed the procedure. There was a clinically significant delay in the procedure and the patient had prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be confirmed due to the condition of the returned device. The reported migration was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 70% stenosed anatomy and/or inadvertent mishandling resulted in the noted device damages (multiple sheath kinks, inner member kink) preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction with the 70% stenosed anatomy and/or other devices possibly resulted in the reported stent migration; however, this cannot be confirmed. As reported, the patient had to be opened up to remove the stent by cut down surgery. A covered stent was then used after the stent was removed and completed the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Subsequent to filing the previous reports, update to h11 - additional mfg narrative: a cine was received and reviewed by an abbott vascular clinical specialist. In summary: it was reported that a 70% stenosed superficial femoral artery (sfa) was treated with the device under investigation. While attempting to deploy the stent over a 0.035 supracore 300cm guide wire (gw), the thumbwheel became stuck and the stent was unable to fully expand. At this point, it was noted that the under deployed stent migrated where surgical intervention was required to remove the stent. It is not known if the absolute pro 0.035 self-expanding stent system (sess) was handled, prepped, and operated per instructions for use (IFU) or other if other therapy was provided to the sfa that may have impacted deployment of the sess. We also do not know if there are other lesion characteristics (e.g.: calcium) that may have impacted deployment. Finally, it is unknown if the anatomy leading up to the lesion in the sfa was severely tortuous or if the aortic bifurcation had a very acute/sharp bend which also may have impacted the deployment. The report has an angio image attached where it shows what looks like an image of the malformed stent over the 0.035¿ gw in the general area of the sfa. Other types of radiopaque surgical tools are also seen with this fluoroscopic image. While we can confirm that there is a malfunction with the device under investigation, we cannot come to a probable cause for the event with the information from the report and the media provided.